Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to dislodged high pressure tubing on the smart pneumatic module. This typically occurs when the device is exposed to high pressure. The high pressure tubing was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device was continuously pumping oxygen and was unable to set levels. Complainant did not indicate that there was any patient involvement in the reported malfunction.